Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented to clinic after the patient notifier had been delivered. Upon interrogation, multiple episodes on non-sustained lead noise were observed. Programming changes were recommended and performed with no further issues.